Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. Prophylactic antibiotics were administered and there is no other known pt ill effect. Pt's effluent remained clear and was able to complete their treatment. Sample has not been returned to the MFR.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval, however, an alternate sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.